Event description:
The customer reported that during a blood draw procedure the extension tubing split "presumably where the clamp was previously set." The IV had been placed at about 19:45 and was saline-locked and clamped until the blood draw. Approximate blood loss was 3cc. No harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4). The customer¿s report that the extension tubing split was confirmed. Visual inspection revealed a tear/cut in the tubing. Functional testing was performed and a leak in the tubing was detected during priming. Further inspection under magnification revealed a tear/cut approximately .375¿ in length approximately 1¿ from the proximal female luer. The cause of the leak was a tear/cut in the tubing. The root cause of the tear/cut was not identified.